Event description:
During a check-out procedure at the manufacturer's service center, a ventilator service required alarm occurred. The device was not in patient use. The device's detachable battery needs to be replaced to address the issue.